Manufacturer narrative:
Physician indicated that pt had fallen, re-rupturing the peroneal tendon which had earlier been repaired with orthadapt bioimplant augmentation. Physician indicated that the incident was not related to the bioimplant. Additional info concerning this event was requested from the physician but has not been provided as of this report. The model number and lot number were not reported and could not be determined as of this report. The product was returned to the manufacturer for evaluation. Results are pending. The manufacturer of the device was pegasus biologics, inc. Synovis orthopedic and woundcare, inc is the reporting company for the event. The implant occurred prior to the synovis acquisition of pegasus biologics.

Event description:
Physician reported that approx two years post-peroneal tendon repair with orthadapt bioimplant augmentation, the pt fell and re-ruptured the peroneal tendon. The orthadapt was subsequently removed.